Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed battery charger fault alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery charger fault alarm was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply fault and failed to charge its battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply fault and failed to charge its battery. There was no patient harm or serious injury reported as a result of this incident.